Event description:
It was reported that a patient presented in clinic for initial implantable cardioverter defibrillator (ICD) implant. After the implant, it was noted that the ICD showed only 60% power. No intervention was performed. Patient was stable.